Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device across the cystic artery and it locked on the tissue and would not release. The surgeon pulled the trigger handle and forced it open. Another like device was used to complete the procedure. No pt consequence was reported.